Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat prolapse, rectocele, fecal incontinence and intrinsic sphincter deficiency and mesh was implanted. It was also reported that post implantation, the patient experienced pain, infection, dyspareunia and recurrence. It was reported that the patient underwent transvaginal mesh surgery on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.